Manufacturer narrative:
(B)(4). Batch #m91h7x. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator. The device was recognized and it did activate when the energy button was pressed. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. We are unable to investigate further the noise and the replace instrument issues due to the condition of the device. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported during an unknown procedure, was getting replace instrument errors. Customer used another device to complete the procedure. No patient consequences.